Manufacturer narrative:
The device has not been returned to olympus for evaluation. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus the high-definition lcd monitor screen cut out intermittently during a diagnostic endoscopy procedure. The monitor was changed which prolonged the procedure with the patient under sedation for an additional hour. The procedure was completed using a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, regarding the report of ¿image cut off intermittently,¿ the factor of this phenomenon could not be determined. Since the reported issue occurred during the procedure, it is possible that the defect of the device contributed to the procedural delay. However, the root cause of this incident could not be identified. This supplemental report includes information added to h4. Olympus will continue to monitor field performance for this device.